Event description:
It was reported that the screen on a customer's pump was broken, rendering the touchscreen unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The pump was set to be returned for further inspection, and a replacement pump was provided.